Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1395 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patient developed thrombosis. They have a site rite 8 device and do the seldinger technique. In a message report, she says that the catheter did not occupy even 20% of the vessel, which was from the first puncture and in large veins. The hematology department in (B)(6) 2022 implanted a power PICC 5fr double lumen catheter using the ultrasound device, catheter was implanted on the first attempt and did not compromise more than 40% of the vessel, thrombosis was confirmed in the catheter limb by a doppler. Patient had pain, increased circumference, swelling at the site. Discussed among the team about the technique, handling and maintenance of the catheter and identified that the whole process was carried out in the same way without complications and the profile of the patient had leukemia. 04/08/2022: add info received. Was there any harm to the patient/health worker? (Detail) answer: for the health professional there was no damage, but for the patient there was damage because he had thrombosis and was unable to perform the anticoagulant treatment due to thrombocytopenia. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) answer: there was a need to perform an imaging test to confirm thrombosis. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) answer: no. What medication was being administered? Answer: chemotherapy.

Event description:
It was reported that patient developed thrombosis. They have a site rite 8 device and do the seldinger technique. In a message report, she says that the catheter did not occupy even 20% of the vessel, which was from the first puncture and in large veins. The hematology department in march 2022 implanted a power PICC 5fr double lumen catheter using the ultrasound device, catheter was implanted on the first attempt and did not compromise more than 40% of the vessel, thrombosis was confirmed in the catheter limb by a doppler. Patient had pain, increased circumference, swelling at the site. Discussed among the team about the technique, handling and maintenance of the catheter and identified that the whole process was carried out in the same way without complications and the profile of the patient had leukemia. 04/08/2022: add info received. Was there any harm to the patient/health worker? (Detail) answer: for the health professional there was no damage, but for the patient there was damage because he had thrombosis and was unable to perform the anticoagulant treatment due to thrombocytopenia. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) answer: there was a need to perform an imaging test to confirm thrombosis. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) answer: no. What medication was being administered? Answer: chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of device related thrombosis was inconclusive because some clinical conditions can be neither reproduced nor conclusively related to device placement or function. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luers and a non-vad extension set was attached to the red-luered lumen. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. Microscopic inspection of the sample did not reveal any evidence of device damage or deformation. No deficiencies were discovered during evaluation of the returned sample; however, the clinical conditions in which the event was alleged could not be replicated, nor could the report of thrombosis be evaluated as a result of device placement or use. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.